Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh failure, recurrence, dense adhesions, and serosal tears. Post-operative patient treatment included revision surgery, mesh removal, hernia repair with new mesh, lysis of adhesions, segmental antrectomy, serosal tears repaired, and small bowel resection.